Event description:
It was reported that during the implant procedure, the helix of the right ventricular lead got stuck into the tricuspid valve. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.